Event description:
It was reported that the patient presented to the emergency department with weakness, diaphoresis, and respiratory distress. An interrogation revealed the right atrial (ra) lead with possible intermittent undersensing. Far field r-wave (ffrw) oversensing was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted: (B)(6) 2008; 419588, lead, implanted: (B)(6) 2008. (B)(4).